Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, following implantation of a chait percutaneous cecostomy catheter, it was discovered that there was a break in the junction of the tube and the rectangular portion of the device that is outside of the body. While the customer did not report any adverse events, an additional procedure replacing the device was necessitated. The handling and usage of the device are not known. The device is reportedly unavailable for return.

Manufacturer narrative:
(B)(4). Instructions for use (IFU). Investigation - evaluation: a review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. No images of the device failure were provided for review. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Information was requested but not provided as to the length of time that the device was indwelling prior to the reported breakage of the device. Per the IFU, ¿the catheter should be changed every 6 months to reduce the risk of catheter fracture in the patient.¿ the bond between the flange and the catheter is tested ensuring the device is capable of withstanding the forces that it will experience during normal use. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined; however, it is possible that the fracture may have occurred due to excessive bending or tensile force on the catheter around the male post from the door, while the door was closed. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.